Event description:
The customer reported the insulin pump alarmed weak signal. Customer stated it takes so long to calibrate when she gets a meter reading and when she repeats the readings will be off by 15-20 mg/dl. Customer noticed the difference when the insulin pump gives a low predicted alarm. Customer mentioned the insulin pump alarmed threshold suspense but her blood glucose was 80 mg/dl. Troubleshooting was done. Customer's blood glucose was 92 mg/dl. Customer unable to troubleshoot due to sensors expired and has not inserted new one. Advised the customer to monitor and report back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)